Event description:
It was reported that the customer was hospitalized for dka. The md was unable to determine the cause of the event. It was verified that the programming and histories were accurate. In addition, the customer stated that the reservoir was placed in the pump correctly. Troubleshooting was done and the pump passed the leadscrew test. The customer was instructed to call back when the clamp arrives and was educated on the two hbg rule.